Event description:
It was reported that the patient underwent a left hip revision approximately 10 years post implantation due to dislocation. During the procedure, the cup was found to be malpositioned, and the trunnion of the neck was impinging on the posterior elevated rim of the acetabular liner. The cup was explanted, and new cup was implanted in a better position. The neck was changed and adjusted to accommodate the new cup position. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: item: 00801802802 - femoral head +0x28mm dia - lot: 62839797. Unknown ¿ unknown liner ¿ unknown. Unknown ¿ unknown stem¿ unknown. Item: 00784800300 - modular neck s 12/14 neck taper use with +0 heads only - lot: 62782925. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product was discarded. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. Visual examination of the returned product identified wear marks on the internal taper of the femoral head. Light scratches are also present on the o.d. Of the head. Wear marks were identified on the trunnion taper and distal tapered end. There are indentation marks at the base of the trunnion taper as well as nicks on the taper. No other damage was noted during visual evaluation. Where measured, the devices were conforming. Part and lot identification are necessary for review of device history records, neither were provided for the cup and liner. A definitive root cause cannot be determined. It is unknown if the cup moved to become malpositioned or was placed that way originally. The placement of implants is at the surgeon's discretion regarding patient anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.